Event description:
During verification testing at the service center, the device touchscreen does not respond when pressed.

Manufacturer narrative:
During testing, the device touchscreen did not respond when pressed. This report represents all the information known by the reporter upon query by hospira personnel.